Event description:
The manufacturer's representative reported the pt had been experiencin increased pain. At refill, the expected reservoir volume was 2cc and the actual was 17.5cc. In 2005, a catheter dye study showed the catheter to be doubled up and the rotor to not be moving. The pump was explanted and replaced. The pt outcome was not reported.